Event description:
It was reported that the bed was drifting. There was no pt involvement or any adverse consequences.

Manufacturer narrative:
The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.